Event description:
It was reported that the procedure was to treat a lesion in the circumflex vessel with heavy tortuosity and calcification. Pre-dilatation was performed in the target lesion. The 2.5 x 18 mm multi link stent delivery system (sds) was prepped for use; however, during preparation, the distal shaft kinked and then separated. The 2.5 x 15 mm multi link sds was then selected and advanced to the lesion; however, some resistance was noted with the vessel. During deployment, the balloon ruptured during an inflation of 6 atmospheres. The stent was partially deployed; therefore, a non-abbott balloon was used to fully expand the stent. The stent was deployed successfully and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.5 x 15 mm multi-link 8 is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen, on the balloon, on stent implant and contrast in the inflation lumen; which is consistent with device preparation. The undamaged stent implant was stationary on the balloon and between the markers of the tightly folded balloon confirming the reported information that the catheter was not used in the patient anatomy. Factors that may contribute to hypotube kink/separation include, but are not limited to, damage during manufacturing or damage due to inadvertent handling during catheter unpackaging and/or during preparation. To ensure that all products perform according to specification, all sds are 100% visually inspected for damages and leak tested prior to packaging. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. The hypotube shaft was separated 20.9 centimeters distal to the strain relief tubing confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was stretched and torn. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the proximal shaft can lead to weakening of the material of the hypotube such that subsequent application of force or further handling can cause a detachment. There were two kinks in the hypotube shaft 1.5 centimeters and 16 centimeters proximal to the separated edge. There was a bend in the hypotube shaft 11 centimeters distal to the strain relief tubing. Overall, the reported shaft kink and separation appears to be related to inadvertent handling during preparation and the observed hypotube bend/kinks most likely occurred during preparation and/or packaging the device for return. A review of the finished product lot history record revealed no nonconforming material record associated with this lot. There is no indication of a product quality deficiency.